Event description:
Information received indicating that a smiths medical cadd legacy plus pump' occlusion sensor was not working. There was no patient involved.

Manufacturer narrative:
Narrative 1.

Manufacturer narrative:
Returned device was received in fair physical condition. The device had a damaged housing and screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be replicated. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.